Event description:
It was reported that a day post implant, the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy defibrillator (crt-d) system presenting electrogram (egm) due to concerns of oversensing and pacing inhibition. Ts reviewed the presenting egm and observed intermittent farfield oversensing of the right atrial (ra) p wave signals on the left ventricular (lv) lead causing lv pacing inhibition. The hcp noted that chest xray images were taken and after review of the images, suspects that the lv lead may have dislodged. It was noted that the lead is a non-boston scientific product. Ts discussed programming optimization options with the hcp. At this time, the crt-d device and the non-boston scientific lv lead remain in service. No additional adverse patient effects were reported.